Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during rinseback of a routine hemodialysis treatment. The patient was also symptomatic with hypotension at this time. Air was visible in the filter. The operator discontinued treatment and chose not to perform rinseback, resulting in an estimated blood loss of 190cc. The patient was transferred to the hospital, but required no medical intervention and was released.

Manufacturer narrative:
Facility staff attributed the events to user error and not device related. The reported blood loss is attributed to the operator not performing troubleshooting procedures or rinseback as instructed in the user's guide. Facility staff attributed the patient's hypotensive symptoms to patient noncompliance. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff provided additional training regarding recovery and rinseback procedures. Nxstage medical considers this report closed. No additional information will be provided.